Event description:
Patient reported experiencing hypoglycemic symptoms at 3 am. Patient reportedly tested his blood glucose, using the suspect device, and obtained a result of 140 mg/dl. While patient was on his way to get something to eat, he reportedly lost consciousness, breaking 2 teeth in the fall. Patient indicated that he regained consciousness shortly thereafter and used his emergency bracelet to contact paramedics. Upon their arrival, 12-13 minutes after patient obtained the result of 140 mg/dl, patient's blood glucose monitor. Patient stated that he was given glucose gel and transported, by paramedics, to the hospital. Patient noted that, once hospitalized, his blood glucose measured -70 mg/dl, on a hospital device. Patient noted that, once hospitalized, his blood glucose measured-70 mg/dl, on a hospital device. Patient was treated with an additional dextrose solution. Patient was subsequently admitted to the hospital, where he remained for 3 weeks, for treatment of pneumonia. Quality control testing had not been performed on the device. Technical support requested the return of the suspect product and replacement product was shipped.